Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 5 for the same event. It was reported that during cochlear implant surgical procedure, it was observed that a console device was showing an error message, a motor device was overheating, a second console device had an error message, a second motor device was overheating and not turning, and an attachment device would not spin. According to the report, a device went out during the case and another unit was brought in but also did not work. The reporter was unsure which device malfunctioned first. It was reported that there was a thirty minute delay in the procedure due to the event and a spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the console device was showing an error message could not be confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the handpiece could not be plugged in because the connector port was twisted out of position, preventing the pretest from being completed. It was determined that the condition of the connector port being twisted out of position was from twisting the handpiece connector instead of just plugging it straight in and out. This was further defined as user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.